Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend instrument would move paradoxically to the surgeon's movements; when the surgeon moved the instrument up, it would go down and vice versa. The procedure was completed with no further issue reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high-resolution stereo viewer while attempting to manipulate instruments. The instrument moved in the opposite direction. There was no shakiness or friction observed by the customer and no instrument-to-instrument interference. There were also no external collisions and the issue persisted. The customer used a backup vessel sealer extend instrument to continue the instrument. There was no injury to the patient. The instrument was inspected prior to use with no damage observed.